Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow-up after feeling a vibratory alert for the implantable cardiac defibrillator. Upon review, high voltage impedance measurements were noted. The lead was exchanged and replaced. The patient was in stable condition.